Event description:
It was reported that a large volume multirate infusor leaked. This occurred before patient use. There was no patient involvement. No additional information is available. This is report 3 of 5.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.